Manufacturer narrative:
The device was not returned for investigation. However, the provided photos confirmed the report. While the reported event was confirmed, the exact root cause of the reported issue could not be determined. It was stated the device was not checked prior to use. Per the IFU: "inflate the balloon with sterile saline and inspect for leaks. If there is any evidence of leaks around the balloon, if the balloon will not remain inflated or if the balloon does not appear to function normally, do not use the product." The IFU also provides the following warning related to the complications possible when using these devices: in common with other catheterization procedures, complications may occur. These may include intimal disruption, vessel wall perforation, balloon rupture with fragmentation, tip separation, local or systemic infection, arterial thrombosis, local hematomas, air embolus, rupture of aneurysm, arterial spasm, distal embolus of blood clots or arteriosclerotic plaque, arterial dissection, and hemorrhage. Exercise caution when encountering extremely diseased vessels. Arterial rupture or balloon failure due to sharp calcified plaque may occur. Excessive handling during insertion, or plaques and other deposits within the vessel may damage the balloon and can increase the possibility of balloon rupture. The possibility of balloon rupture must be taken into account when considering the risks involved in the catheterization procedure. Due to the increased rate of occurrence of this issue a CAPA has been opened to further investigate the issue. Note: this is report 2 of 4 related to the second catheter used in the event. Reports 1220948-2024-00197, 1220948-2024-00199, and 1220948-2024-00200 were submitted for the first, third, and fourth devices involved in this event.

Event description:
It was reported that the tuftex otw balloon ruptured during a procedure. The device was not checked prior to use. No injury was reported to the patient. Note: this is report 2 of 4 related to the second catheter used in the event. Reports 1220948-2024-00197, 1220948-2024-00199, and 1220948-2024-00200 were submitted for the first, third, and fourth devices involved in this event.